Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery during basal and bolus delivery. The customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit and there was greater than normal resistance with the plunger push. The customer was explained that the alarm was caused by a set/reservoir connection. She was advised to change the infusion set and reservoir. Blood glucose value was 200 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.